Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient received baclofen intrathecal for the treatment of chronic spasticity from and unspecified date in (B)(6) 2006 at an unknown dose. Since (B)(6) of 2009, the baclofen intrathecal pump was not functional. Intrathecal baclofen was stopped because from an unknown date, the patient experienced a drug intolerance, no further details provided, and a lack of efficacy as the drug was ineffective. Action was taken with baclofen treatment discontinued on an unspecified date in 2013. The seriousness of the events was reported as non-serious. The outcome of the events was not reported and the causality of the event was reported as suspected. Additional information was requested to verify patient outcome. Should additional information be received a supplemental report will be filed.